Manufacturer narrative:
The event reported was loss of pacing and inability to interrogate due to possible premature battery depletion. The device was returned for analysis which indicated no anomalies were found. Loss of pacing and inability to interrogate were confirmed on receiving the device as the battery voltage was at end-of-life level. During analysis, a new battery was installed and the product code was reloaded and no anomalies were observed. The implant duration was 7.70 years which exceeded 75% of projected longevity of 9.76 years and is considered normal battery depletion. There was no evidence of premature discharge of battery.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, the device was interrogated but was unsuccessful. Moreover, loss of pacing was also noted in the electrocardiogram. It was suspected that the cause of the event was due to the device being at end-of-life; however, it could not be determined if the battery depletion was normal or premature. The device was explanted and replaced to resolve the event. The patient was stable with no consequences.